Manufacturer narrative:
Tvt registry the information was received in a de-identified format from a third-party post-implant device registry ((B)(6) registry); therefore, it is not known whether the complaint was previously reported to medtronic or the FDA maude database. The information provides only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. The available information indicates that the device remains implanted. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that an aortic valve re-intervention was performed due to post-implant migration of a transcatheter aortic valve (tav). Following successful device implant, a transthoracic echocardiogram (tte) on day seven post-implant showed mild aortic insufficiency, a mild paravalvular leak and a severe central leak. A second valve of the same model and size was successfully implanted on day 13 post-implant of the first tav. The patient also experienced a cardiac arrest on the day of the re-intervention; the timing of the cardiac arrest in relation to the re-intervention was not reported. A tte 13 days after the valve-in-valve procedure showed mild aortic insufficiency, a moderate paravalvular leak and a moderate central leak. The patient was discharged three days later. There were no observations of aortic insufficiency, paravalvular or central leak reported from a follow-up on day 54 post-implant. The patient's previous medical history included a heart arrhythmia that required an implantable cardioverter defibrillator, coronary artery bypass graft, hypertension, recent heart failure, an unspecified conduction defect, and persistent atrial fibrillation/flutter.

Manufacturer narrative:
Correction: the tvt registry or reporting facility subsequently withdrew/deleted the patient complaint report item indicating the patient also experienced a cardiac arrest on the day of the re-intervention. If information is provided in the future, a supplemental report will be issued.